Event description:
After a high trauma accident screws were placed at l4, l5 and s1. Three weeks after surgery pt felt sensation in his back. X-rays showed both sacral screws had frctured. Pt was revised.